Event description:
It was reported that the peek eyelets of the device cracked/split and did not hold the sutures upon tightening. The surgeon tried to remove the eyelets but could not. Additional devices were used. The surgery was delayed over 30 mins but no additional adverse consequences were reported from the event. No further pt info is available from the customer. This device is used for treatment.

Manufacturer narrative:
The actual complaint devices were not returned for evaluation. The customer returned unused samples from the same lot involved in the complaint. The returned devices met all specifications. A review of the device history record revealed nothing relevant to the event. This is the first complaint of this type for this part/lot combination. The cause of the complainant's event could not be determined without evaluation of the actual complaint devices.